Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Original device history record review is no longer applicable as device was manufactured in 2007. The last service record was found to be from 2014. The warming device was received in fair condition. Functional testing was performed by powering the device under test and the temperature stabilized for 43.7 degrees. This confirms the customer reported issue. The hotline display reads 42.8 degrees. The root cause of the reported event was due to the device was out of calibration. Actions taken to mitigate the reported issue was the device was adjusted to bring into tolerance and allowed to run for 4 hours. The device temperature remained stable throughout the run.

Event description:
It was reported that the unit overheats. No patient injury was reported.